Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was able to reproduce the issue and replaced the illuminator to resolve the reported issue. The system was tested and verified as ready for use. Isi did receive the da vinci product involved with this complaint to perform failure analysis. The illuminator was analyzed, and the reported failure was confirmed. The unit was visually inspected, and it was found there was excess dust on fans. Inside the unit, the lamp module tray was confirmed to have scorch marks on the board, and the pin board was completely detached, hanging loose inside the unit. If a lamp was inserted, pins would not be there to connect with it. The unit needs to be cleaned for excess dust on the fans.

Event description:
It was reported that during a da vinci-assisted retroperitoneal tumor resection surgical procedure, the system an error 48245 occurred. The intuitive surgical, inc. (Isi) technical support engineer (tse) guided the customer to power cycle the system and to check the illuminator lamp use hour. The customer stated the lamp use was at 702 hours. The tse guided the customer to use the 3rd-party illuminator to continue. The procedure was converted to laparoscopic surgery with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the patient tolerated the change after the illuminator issue happened. There was no system/device malfunction prior to the procedure conversion. There was no harm to the patient due to system malfunction. The illuminator issue contributed to the reported system malfunction. The system was inspected prior to use, and no issues were noted during the setup of the system. No video recordings of the procedure were available.